Event description:
The patient¿s caregiver reported that the patient was having more seizures so the vns settings were increased, so he was concerned that the vns was malfunctioning. Follow-up with treating nurse practitioner revealed that she was not aware the patient had increased seizures. She did not see the patient when he returned for a follow-up visit. However, she reviewed the patient¿s clinic notes which revealed that the patient was seen on (B)(6) 2013 which reported that patient was having three to four generalized tonic-clonic seizures per week which the mother reported as being worse than before. Per clinic note on (B)(6) 2012, the patient had stable seizure frequency with mild daily seizures. The patient had generator replacement on (B)(6) 2012. The patient returned on (B)(6) 2013 reporting improvement since the prior visit with only approximately four seizures per week and much milder. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increased seizures. There were reportedly no mention in the notes that it was ever believed by the providers that the vns device was malfunctioning. Further follow-up was performed with the surgeon. The patient was seen in (B)(6) 2012 and there was no evidence of increased seizures. No additional information was provided. Information received prior to initial vns implant reported that patient's pre vns seizure frequency was about five to ten seizures per month.